Event description:
The contact stated the customer performed a control test and received a result of 184 mg/dl. The normal control range is 90-130 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.